Manufacturer narrative:
Correction date: h6 patient code.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a surgery intervention occured wherein the ipg was explanted for an unknown reason.

Manufacturer narrative:
The ipg was returned for unknown reason. As received, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all test steps.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.